Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that the pleora, pendant and pendant arm were replaced on the imaging system. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
A site representative reported that, while attempting to perform a post-operative confirmation image acquisition in a spinal fusion, the imaging system would not capture 3d images. It was noted that the imaging system could perform 2d image acquisitions and that the rotor would move when attempting the 3d acquisitions. The imaging system was removed from the surgical field and restarted without resolution. The surgeon opted to complete the procedure without the use of the imaging system. The surgeon opted to perform the confirmation image acquisitions with a c-arm. There was a reported delay to the procedure of between 15 to 20 minutes due to this issue. There was no impact on patient outcome. No additional information was provided.

Manufacturer narrative:
The pleora for the navigation system was returned to the manufacturer for analysis. The pleora was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.